Event description:
Territory manager reported-sheath body detached in the hub. The body of the sheath was then stuck in the patient. It was a clean detachment from the hub. The hospital is keeping the product. The patient is fine, but had to go to ER for removal. It was a virgin groin-no scar tissue. Sheath inserted easily. There was 1 catheter exchange, 2 wire exchanges. User had no problem with the exchanges. The doctor was going to pull the sheath out when the hub detached.